Manufacturer narrative:
The patient's history of gi bleeding was reported under MFR # 2916596-2020-05937. Manufacturer's investigation conclusion: review of the submitted log file confirmed a low speed event while the patient was supported by the power module. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this finding could be indicative of an issue with the driveline; however, the evaluation of the returned portion of the driveline did not confirm wire damage that would have contributed to the low speed event. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the report of anemia and shortness of breath due to gastrointestinal (gi) bleeding could not be conclusively established through this evaluation. The submitted x-rays did not show any significant areas of metal braided shield breakdown. A driveline wire compromise could not be confirmed via the submitted x-ray images. The submitted log file, containing data from (B)(6) 2020 through (B)(6) 2020, was reviewed. A low speed hazard alarm was captured on (B)(6) 2020 while the device was connected to the power module. There was a captured backup battery fault on the system controller. There were no other notable alarms active in the log file. Approximately 19¿ of the distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. The driveline was disassembled, and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing and no areas of current leakage through the insulation of the driveline¿s wires were identified. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2018. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) document are currently available. Section 1 ¿introduction¿ of this document lists bleeding (perioperative or late) as an adverse event that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr range, as well as considerations for when there is a risk of bleeding. Section 6 also discusses damage due to wear and fatigue of the driveline. This section contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook rev. C, is also currently available. Section 4 of this handbook contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: the patient was not treated with coumadin, the patient was treated by holding coumadin.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low speed alarms on (B)(6) 2020 which were linked to short-to-shield. External repair was completed and the patient was provided an ungrounded cable at discharge. The vad was functioning as intended on ungrounded cable and battery. The patient was also admitted on (B)(6) 2020 for gastrointestinal bleed, which he has a chronic and frequent history of. He had symptoms of anemia and shortness of breath. The patient was treated with coumadin and blood transfusion.